Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device's monitor board was replaced as a precaution. No trend is associated with reports of this type. Review of the device activity logs could not confirm the customer report.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently would not power up. When the device powered up it was unable to obtain an ECG signal. When the crew reset the device it would not perform any functions. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.